Event description:
Earmold impression material was runnier/goopier than normal during application for ear impression. After patient application and it hardened it was unable to be removed without significant pain experienced from patient. Patient was sent to ed. Abrasion identified in the ear after safe removal of the silicone. No long term harm.